Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Wrong test strip vial returned - unable to test. Most likely underlying root cause of malfunction: user had an inaccurate reference. Competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 110 to 115mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 225 and 232mg/dl using true track meter. The test strip lot manufacturer's expiration date is 02/21/2018 and open vial date is approximately two months ago. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer called concerning high results. Customer says that all of his results are higher than expected range. Also, customer states that recently, customer not sure exactly of which date, he went into the emergency room for a reason not related to diabetes. Customer said that he brought his meter along with him and had a nurse check his glucose levels with hospital meter and then with true track meter. Customer says he does not remember exact results but there was a variance of about 115 points (true track read higher). Customer did mention using alcohol pads to wipe finger off before getting blood.